Event description:
It was reported by service report that the customer alleged that the gas cylinder was leaking. Upon inspection of the cot by the service technician, no external oil leaks were found. However, the service technician reported that the fowler would not hold position under weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler. The service technician was unable to confirm and duplicate the alleged fowler cylinder leak.